Manufacturer narrative:
The device was retained by the hospital. Since the product was not returned, an eval could not be performed. A lot history record review was completed for the product. There was no nonconformance that could have attributed to the reported failure mode. This problem is currently being investigated in our CAPA process. (B)(4)

Event description:
Received maude event report (B)(4). The report states, "unfortunately reporter didn't recall the pt's name. Incident as reported by physician's assistant: endoscopic vessel harvesting system consists of a hard, plastic, cone-shaped tip that allows dissection of per-adventitial tissue away from the saphenous vein being harvested for aorto-coronary bypass. This tip is affixed to the endoscope by means of a threaded, screw-on attachment. The leading edge of the tip where it attaches to the endoscope tapers down to a thin rim of hard plastic. This area was noted to be cracked at the termination of the vessel dissection as I removed the conical tip from the endoscope. A 2 x 3 mm section of this part of the tip was missing. There is a possibility that the missing piece is retained in the pt's leg, however, a diligent search for it in the operative tunnel did not yield the fragment. The drapes were also searched, however, the piece is small and clear, and could not be found. No specific action was taken with the pt as the potential for harm is negligible given the sterile, non-reactive nature of the material and its small size. It is significantly smaller than the surgical clips which are routinely left in the leg. The tip was retained for review."